Event description:
Affiliate reported that customer was admitted as an inpatient to a hospital due to low blood glucose. Affiliate stated that customer was senseless and had spasms. No additional details were provided.